Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a tha case the mics handpiece did not shut off when the doctor released the trigger. As the reamer kept spinning I instructed him to finish his reaming volume and once complete to back ream out. Once he had the reamer out of the patient and away from the wound I unplugged the reamer to shut it off.

Manufacturer narrative:
Reported event: it was reported that during a tha case the mics handpiece did not shut off when the doctor released the trigger. As the reamer kept spinning I instructed him to finish his reaming volume and once complete to back ream out. Once he had the reamer out of the patient and away from the wound I unplugged the reamer to shut it off. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the device history records indicate 25 devices were manufactured under lot no k0994 and accepted into final stock on 03/24/2017. No non-conformance's were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0994 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a tha case the mics handpiece did not shut off when the doctor released the trigger. As the reamer kept spinning I instructed him to finish his reaming volume and once complete to back ream out. Once he had the reamer out of the patient and away from the wound I unplugged the reamer to shut it off.